Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax requiring a chest tube and hospitalization. The procedure was completed as planned without delays or malfunctions. The biopsied lesion was 8 cm in size and located in the right middle lobe 8 cm, 1 cm from the pleura. Per the physician, post procedure, the patient had pleuritic chest pain; therefore, a chest x-ray was done and revealed a pneumothorax. The physician reported the pneumothorax probably occurred because of the location of the nodule, the patient's underlying lung disease, and due to positive pressure. A 10 french chest tube was inserted and the patient was hospitalized for 1-2 days. The diagnosis was a carcinoid tumor.